Manufacturer narrative:
No product returning for eval. Should new relevant info become available a supplemental form will be completed. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use and novolog was tested for up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer experienced elevated blood glucose levels (302 mg/dl). Troubleshooting was performed and pump passed delivery system check. Cartridge and infusion set are changed every 4 days.